Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and would be checked again at next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.